Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused tall cell pappilary carcinoma and kidney issues. The patient did report to receive medical intervention and had the thyroid and spleen removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused tall cell pappilary carcinoma and kidney issues. The patient did report to receive medical intervention and had the thyroid and spleen removed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on may 30, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused tall cell pappilary carcinoma and kidney issues. The patient did report to receive medical intervention and had the thyroid and spleen removed. Additional information was received about the allegation of respiratory tract irritation, hypersensitivity, inflammatory response, cancer, papillary thyroid carcinoma. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.